Event description:
Reported one false positive sars result for one patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer has communicated three additional patient events that are captured in separate reports.

Manufacturer narrative:
Investigation summary: insufficient information. Root cause: insufficient information. Source: phone.